Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.11d. Retainer ring = black. Customer complained about display screen damage. Unit perform visual inspection and pump received with minor scratched lcd window. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test. Unit was confirmed for physical damage minor scratched lcd window. Unit passed required testing.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.